Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was working intermittently or not at all. A field service engineer relocated the scanner to the adjacent universal serial bus port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system barcode scanner not working and sometimes scans but did not populate. The customer stated that the medications were available in the second pyxis and there was no delay in accessing the medication. There were no adverse events or injuries reported based on this event.